Manufacturer narrative:
The glidescope avl video monitor and glidescope avl video baton 3-4 were returned to verathon for evaluation. A verathon technical service representative evaluated the returned system and could not duplicate the reported loss of image through simulated use testing. The image produced by the returned video monitor and video baton was stable and clear with good color rendition. The video monitor and video baton were certified and returned to the customer. No further investigation is required. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and a glidescope avl video baton 3-4, the image became static lines and disappeared shortly after powering on the device. The customer indicated the image returned to normal so they continued to use the system to intubate the patient. Once the video baton was inserted into the patient's mouth the image again turned to static and disappeared. The customer indicated the procedure was completed; however, type of device used to complete the procedure and the length of time to prepare the second device were not reported. No harm to the patient or user was reported.